Event description:
It was reported that a user experienced a temporary loss of communication between the libre 3 plus sensor and the ilet, with an error message displayed, while the sensor remained paired; the user power-cycled the ilet and connection was restored, and blood glucose values were not impacted. Symptoms included no reported clinical effects. Outcomes included no change in health status and no need for medical care. Investigation included technical troubleshooting and user education performed by support. Investigation of this case revealed that the device-to-sensor radio communication experienced a transient disruption, which resolved after a restart without recurrence during the call. It was concluded that the event was a transient communication interruption with no patient harm and the system functioned as intended after reset.